Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Customer sent the logs to technical support and it was visible that during the whole ventilation, all fio2 logging values were at 100% and no signs of o2 dosing or sensor issue. Technical support informed customer that the set-up o2 had been delivered to the patient and it seems that there was an application fault.

Event description:
The customer reported that a patient experience a drop in oxygen saturation while connected to the bellavista 1000. After noticing the drop of the saturation level, the patient was transferred to another machine with the same setting as the bellavista 1000.